Event description:
Pt noticed deflation of left breast implant. Left implant replaced due to rupture. Surgeon noted that small puncture hole in posterior surface. Pathologist exam noted obvious defects in surface of implant.